Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop and sui. It was reported that following insertion the patient experienced pain, erosion, dyspareunia and neuromuscular problems. It was reported that patient underwent mesh revision in 2013.

Manufacturer narrative:
(B)(4)

Event description:
From complaint (B)(4): received an e-mail from the ethicon risk manager stating the following:it was reported that the patient underwent surgical procedures on (B)(6) 2006 and gynemesh/gynemesh ps and tvt were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. It was reported that the patient underwent gynecological procedures on (B)(6) 2006 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 05/17/2016. Additional information: age at time of event, date of birth.

Manufacturer narrative:
It was reported that following insertion the patient experienced atrophic vaginitis and urinary incontinence.